Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A reliant balloon was used during an unknown endovascular procedure. It was reported during the index procedure strong resistance was encountered during delivery, and as advancement continued, the shaft became bellows-shaped outside the sheath. Inflation was attempted; however, the balloon did not inflate, and the device was exchanged for a competitor¿s product and the procedure continued. It was confirmed that the reliant balloon was inspected prior to insertion into the patient and no issues were observed. The device was prepared and inflated in accordance with the instructions for use (IFU). Per the physician. The cause of the event was undetermined. However, it was noted that significant vessel tortuosity created strong resistance during device advancement, which may have contributed to the shaft becoming accordion-shaped.. No patient complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.